Manufacturer narrative:
At this time, the s-ICD and electrode remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), there was air entrapment noted around the sense b electrode. The s-ICD was reprogrammed from the primary vector to the secondary vector, deactivated for two days, reactivated, and the patient was then discharged. Several days later, the patient presented to the clinic after receiving shocks. The patient did not lose consciousness, but he became very red in the face at the time. Interrogation of the s-ICD revealed that the shocks were inappropriate due to the oversensing of a wandering baseline. Data was sent to boston scientific technical services (ts) for review. A comparison between the electrogram taken at implant when air entrapment was noted and the inappropriate episodes revealed a potential change in the type of signal being oversensed. This could potentially be due to a connection issue between the s-ICD and electrode. X-rays of the device were sent in for review; however, the quality was lower and the results were inconclusive. Although it appeared as if the electrode was fully inserted, the potential for a loose setscrew remained a possibility. The ts consultant discussed additional troubleshooting to help best manage the patient. No adverse patient effects were reported.